Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not receive a low battery alert prior to the replace battery alert or replace battery now alarm and the customer's blood glucose was 75mg/dl. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, sleep current measurement, active current measurement and self test. All currents within spec range. The insulin pump was monitored for several hours and no unexpected low battery life, low battery alert, unexpected power loss or replace battery now alarm noted during testing. (B)(4).